Event description:
Preoperatively the pt's left common iliac was occluded and therefore the physician planned for and successfully completed an aorto-uni-iliac approach utilising two excluder trunk-ipsilateral components, one contralateral leg component, one aortic extender component, and a surgical femoral-bypass. This was a planned deviation and no allegation of deficiency related to the excluder product was made.